Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3889-28, lot# va00sxl, implanted: (B)(6) 2012, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3889-28, lot# v476046, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The patient reported stimulation in the wrong location and painful stimulation. The patient reported had an appointment with the manufacture representative on (B)(6) for reprogramming. The patient was feeling stimulation in the rectum area and it was painful on the right side. The patient turned the stimulation way down and even off and it still was uncomfortable/ painful. It was noted that the therapy was on at 0.1v on program 1. The patient was already down as low as she can be without being off at 0.1v. The patient switched to another program and this action did eliminate the uncomfortable stimulation. The patient was on program 3 it was down more and to the left and it was feeling better but she was still just a little sore there. The symptoms were reported to have a gradual onset. The patient was attempting to use the left implantable neurostimulator (ins) only. The patient changed to program 2 while on the phone and finds this to be comfortable and cover her ic pain, even into the right side. No further information was reported. Further follow up is being conducted to obtain additional information. The consumer reported that they again felt stimulation in the wrong location and painful stimulation. The therapy was confirmed on. The patient was in the hospital and at first they thought she needed surgery but instead the manufacturing representative changed the stimulation from the front to the back. The patient didn't like this as much and wanted it back to the front because she had been in misery since march and it was so painful that she had to turn it off. The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that she met with a manufacturing representative twice and was still not happy with its location. The location had not been changed and the manufacturing representative reportedly did not know how to change the location from the back to the front. The patient was getting some stimulation in the front but not too much in the back. The patient still wanted a re-location appointment with an experienced representative.